Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). A carefusion clinical specialist visited the user facility, assessed the situation and provided the user facility's staff w/info on the neonatal patient circuit resistance test and using the "pinsp" and "paw" waveforms to look for high patient circuit resistance conditions. Additionally, the carefusion clinical specialist recommended that when connecting the patient circuit to the device that the circuit be connected to the outside diameter of the "patient outlet" on the device instead of the inside diameter of the "patient outlet".

Event description:
The user facility reported to a carefusion sales consultant that while in use on a patient the device was intermittently alarming "circuit occlusion". There was no patient harm reported.